Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoviewhempro , it failed out of the box. C-ring on evh sheath would not retract properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Updated sections: g4, g7, h2, h3, h6, h10. The incomplete device was returned to the factory for evaluation. An investigation was conducted on (B)(6)2019. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood and tissue was observed on the heater wire. The heater wire was observed to be flexed at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The silicone insulation on the cold jaw was observed to be peeled away from the cold jaw, exposing the metal portion of the cold jaw. The peeled silicone was not returned for evaluation. The cannula was not returned for evaluation, therefore we are unable to observed the c-ring on evh sheath not retracting properly. Based on the returned condition of the device, the reported failure "mechanical issue" was not confirmed, but was confirmed for the analyzed failures "material twisted/ bent" and peeled".

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoviewhempro , it failed out of the box. C-ring on evh sheath would not retract properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.